Event description:
The customer complains of blood loss during treatment. Blood flow rate: 100ml/min. Tmp: 60mmhg. No blood loss for the patient. No harm and no medical intervention necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage of the hollow fibres. Further info is expected for this specific event as soon as the sample arrives, and the investigation begins. The root cause of this event cannot be determined yet.